Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare profession reported that the fiber on instrument in pak removed during cataract surgery. The surgery was completed on the same day. There was no patient involvement.

Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. No physical sample was returned, however, a low resolution of the fiber could be seen on the infusion sleeve which was mounted on the handpiece. During setup of the handpiece the entire infusion sleeve and tip are flushed with irrigation fluid within the test chamber. We are unable to ascertain identity or origin of the fiber based on the image, or how it got there post-setup of the device. The root cause of the customer's complaint could not be conclusively determined with the information available. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).